Event description:
It was reported that the pulse generator exhibited backup vvi operation via merlin.net. The patient was brought into the clinic and a device software download was performed successfully. The patient was asymptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.